Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation was unable to determine a definitive cause for the reported hypotension and atrial perforation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of hypotension and atrial septal defect (asd) requiring intervention, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for atrial septal defect with shunting, requiring intervention to prevent a permanent impairment. It was reported that the patient underwent a procedure to treat functional mitral regurgitation (mr) of grade 3-4. After transseptal puncture and advancement of the steerable guide catheter (sgc) and clip delivery system, steering down to the valve was started. Visualization was difficult on echocardiogram due to the patient anatomy, especially with the dorsal view, but everything looked fine initially. Suddenly the patient's blood pressure began to drop and oxygen saturation was approximately 50%. On echocardiogram, a large atrial septal defect (asd) of 16mm was noted, with a septal tear and visible right to left shunt. The mitraclip procedure was aborted and the devices were removed. An asd occluder was placed and the blood pressure and oxygen saturation improved. The patient was also placed on a planned left ventricular assist device. No additional mitraclip procedure is scheduled as the septum was closed with the occluder. There was no device malfunction. No additional information was provided.